Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that one pad adhesive didn't stick. There was no adverse patient impact.

Event description:
It was reported to philips that one pad adhesive didn't stick. There was patient involvement, but no report of patient harm or patient impact.